Event description:
The pt experienced a burning sensation over his right ear. At f/u, the pt's right lead incision was noted to have a pinhole; an anchoring suture could be visualized. Surgical intervention was required. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4).

Event description:
Additional information received reported that the patient had recovered without sequela on (B)(6) 2010.

Manufacturer narrative:
(B)(4).